Event description:
A nurse reported that after surgery, the patient experienced vision blurred and sore eye. Initial three piece iol implant was explanted and replaced with anterior chamber lens following the secondary implant procedure. As per the surgeon¿s opinion the haptic of sulcus lens rubbing on iris/ugh (uveitis-glaucoma-hyphema). Originally scheduled procedure completed the same day. Patient's issues resolved. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens was cleaned with klrp for further evaluation. The lens has a scratch that goes across the posterior surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a non-qualified cartridge. A handpiece and viscoelastic was indicated that is qualified with a qualified cartridge. The product investigation could not identify a root cause for the reported complaint. Information was provided by the surgeon that the issue was most likely caused by the haptic of sulcus lens rubbing on the iris/uhg (uveitis-glaucoma-hyphema). The instructions for use (IFU) states that the company is a posterior chamber lens. Information was provided that the company lens, 20.0 diopter lens was replaced with a company lens, 18.0 diopter anterior chamber lens. The manufacturer internal reference number is: (B)(4).